Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was used for the off-label procedure of an eye injection. The following information was provided by the initial reporter: "our injecting nurse here at [the] eye clinic has raised an issue with a bd microlance tm 3 needle which was used to inject an intra vitreal injection."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304000 and lot number 210910. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. The retained samples were microscopically examined and all of the cannulas showed a well formed bevel with no signs of blunt point or damage. At this time, an exact cause could not be determined for this incident.

Event description:
It was reported that the bd microlance¿ 3 needle was used for the off-label procedure of an eye injection. The following information was provided by the initial reporter: "our injecting nurse here at [the] eye clinic has raised an issue with a bd microlance tm 3 needle which was used to inject an intra vitreal injection."